Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that coil advancing issue occurred. The target lesion was located in the aorta. A 5f non-boston scientific catheter was delivered for embolization along with the 20mm x 40cm interlock-35 coil. During the procedure, the coil could not be pushed out of the catheter. The coil was withdrawn, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed detached arm coil.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection of the main revealed that the coil was bent and stretched at the coil arm and the primary coil and zap tip section. Moreover, the coil arm was detached. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. The dimensional inspections of the main coil were within specification.